Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Images of the device were provided for review and the following was observed: liner appears to be fully expanded, distal tip appears to be missing, and there is slight distal hdpe stretching at location of missing tip. Additional imagery was provided and revealed the following: calcification present in the patient's right access vessel and bifurcation/abdominal aorta. Undersized sections of the right access vessel. Review of the work order confirmed that the device lot passed the pv expander insertion force test and passed the pv sheath shaft to soft tip tensile force test. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed other similar returned events for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar events. The instructions for use/training manuals were reviewed for guidance/instruction involving the device usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on general procedural risks. The torn and separated distal tip of the sheath was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Furthermore, no abnormalities were noted during device unpacking or preparation. The failure mode is characteristic of sheath tip tear events as described in a previous investigation by edwards lifesciences. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Additionally, per the provided imagery, the patient's right access vessel was characterized by presence of concentric calcification in the bifurcation region. Calcification could create a constrained condition for delivery system advancement, further contributing to resistance experienced at the tip. Additionally, the valve may catch onto the sheath distal tip, leading to the observed torn tip and separation. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous investigation to determine the cause and assess the risks associated with improper expansion of the sheath tip and subsequent tearing of the tip was performed at edwards lifesciences. A corrective action preventative action was initiated to pursue process improvement activities.

Event description:
As reported by an edwards lifesciences field clinical specialist, 14fr esheath+ distal tip separation occurred during a right-transfemoral tavr procedure. Access was obtained on the right femoral artery. During advancement of the delivery system through the sheath, resistance was noted at the distal end of the sheath. An audible pop was heard when the delivery system exited the sheath. The procedure continued. No abnormalities were observed during deployment of the 26mm sapien 3 ultra resilia valve in the aortic annulus. There were no difficulties during withdrawal of the delivery system. The delivery system and sheath were not withdrawn as a unit. Upon removal of the sheath, it was observed that the tip of the sheath was missing. The sheath was cut open on the back table to search for the missing piece, but the piece was not found. The back table and an angiogram of the patient's vasculature were also reviewed for the missing piece, but the missing piece was not found. There were no noted patient injuries. No damage was observed on the delivery system upon removal. The sheath was discarded after it had been cut open to search for the missing piece.

Manufacturer narrative:
Investigation is ongoing.